Manufacturer narrative:
Manufacturing site eval: samples rec'd: 5 unopened units. Analysis and results: there are no previous complaints of this code batch. OEM manufactured and distributed (B)(4) units of this code batch, there are (B)(4) units in stock. Tested the know pull tensile strength of the samples rec'd and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples rec'd fulfill the specs of the OEM, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Complaint states: after aortocoronary venues bypass two patients showed heavy secondary bleedings. Due to this, reoperation had to be carried out, because the vessel sutures had been ripped off.